Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was found to be cracked on the threads. Unrelated to the complaint, the up, down and ok keypad buttons were found to be intermittently responsive. The keypad cover was found to be intact. However, when the keypad cover was removed, contamination was found under the button key contacts. Also unrelated to the complaint, the bolus button cover was found to be torn but still found to be responsive. The cartridge compartment was also found to be damaged and cracked on the threads and the display screen was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).